Manufacturer narrative:
D9: product received date 18-sep-2024. H3: one device was returned for repair. Visual inspection found the downstream occlusion (dso) seal was damaged. No service history was found related to this repair. Confirmed primary complaint during functional testing and found error codes 41786 and 41541 in event history log. The latch lock sensors and dso seal were replaced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41786. There was no patient involvement.